Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented air during aspiration. After inserting a farawave inside the sheath, physician started aspiration phase, but air was continuously entering the valve and in the syringe. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.